Event description:
A vsi micro-introducer kit was used during a patient procedure. During the procedure the shaft of the micro-introducer separated from the hub. A snare was used to retrieve the separated sheath. The procedure was completed will no ill effects to the patient.